Event description:
It was reported that during routine follow-up, instances of noise were observed on the right ventricular lead across the prior year. Other electrical values were normal and the patient was asymptomatic. The noise could not be reproduced in clinic. No changes were made and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).